Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 71 mg/dl; due to customer inadvertently entering units instead of carbohydrates. Customer attempted to self treat by consuming carbohydrates: however was treated with dextros and saline in the ER. Customer was released from the ER the same day with issue resolved and no permanent damage.

Manufacturer narrative:
Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.